Event description:
A distributor in (B)(4) reported that a part of an rt134 adult breathing circuit "detached from the original position". The reported fault was observed before patient use.

Manufacturer narrative:
(B)(4). The complaint rt134 adult breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.